Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that, on or about december 3 2021, the patient presented to the hospital for an appointment with their hcp. The hcp injected morphine and baclofen into the patient's pain pump. Following the injections, the patient was released to their husband's care. Upon arrival at their residence, the patient's husband again found his wife unresponsive and contacted 911. Paramedics arrived at the hughes residence and administered narcan to the patient. The patient presented to the hospital and was placed in the intensive care unit for approximately three (3) days.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the cause of the symptoms following the pump refill on (B)(6) 2021 was not determined. It was not due to a pocket fill as the appropriate medication reservoir amount was removed at a later date. The additional action/interventions taken was that the medication was removed from the pump and the pump was refilled with saline per the patient¿s request and decreased to minimum rate per the doctor¿s orders. The current status of the device was that it remained in the patient infusing sterile saline and would not be explanted at this time.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving baclofen (20 mcg/ml) and morphine (5 mg/ml) via an implanted pump. The indication for pump use was spinal pain. The ER (emergency room) physician reported that today the patient went to her pump managing doctor for a pump refill. Per the hcp, the patient began to be sleepy and at home the patient¿s husband could not wake her. The patient was brought to the ER for a potential overdose. She was given narcan and reacted to it. The hcp was calling because he wanted the pump checked. The hcp was transferred to the national answering service to page a local company representative. Additional information was received from a company representative on (B)(6) 2021 at which time it was reported that the patient had a possible overdose and was somnolent. There were no noted environmental, external, or patient factors that may have led or contributed to the issue. The pump was interrogated and programmed to minimum rate of baclofen (20 mcg/ml at 0.961 mcg/ml) and morphine (5 mg/ml at .2401 mg/ml) per the orders of the patient¿s pump managing physician. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.